Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on (B)(6) 2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported that sometimes he could not feel the pump delivering medication, and that this behavior was first observed within the last 2 weeks. The patient later reported that his batteries would not stay charged. No adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6)) show that 4 days prior to the date of the complaint, the system generated a cassette problem alarm. The system also generated pump battery low attention alarms when in use by the patient. Logs show that at the time of the low battery alarms, the battery inserted did not have sufficient charge to complete a full delivery. This is expected behavior. During investigation, a test delivery was run with no abnormal battery behavior observed, but the cassette problem alarm was reproduced. The pump was disassembled, and evidence of fluid ingress was observed to be the cause of the cassette problem alarm. Logs from remote (B)(6) (paired with pump (B)(6)) show that the system generated cassette depleted, cassette removed, and pump battery low attention alarms beginning approximately a month before the date of the complaint. The logs at the time of the pump battery low attention alarms show that the battery inserted did not have sufficient charge to complete a full delivery. This is expected behavior. The logs leading up the cassette depleted alarms are consistent with the pump being unable to move fluid forward. During investigation, a test delivery was run with no abnormal battery behavior observed. The pump was disassembled, and evidence of fluid ingress was observed to be the cause of the cassette depleted and cassette removed alarms. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming. No batteries were returned for investigation, and both systems exhibited normal battery behavior.